Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation(uterus)/the left fallopian is distal in placement') and fallopian tube perforation ('tubal perforation with right essure device\failure to occlude (close) fallopian tube(s)') in a (B)(6)-year-old female patient who had essure (batch no. 653901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included levonorgestrel (mirena) since 2011 and medroxyprogesterone acetate (depoprovera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, migraine, nausea, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received- migraines / headaches, ;nausea; vaginal discharge; uterine perforation, fallopian tube perforation and fatigue were added. Lab data, lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation(uterus)/the left fallopian is distal in placement') and fallopian tube perforation ('tubal perforation with right essure device\failure to occlude (close) fallopian tube(s)') in a 34-year-old female patient who had essure (batch no. 653901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included levonorgestrel (mirena) since 2011 and medroxyprogesterone acetate (depoprovera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, migraine, nausea, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Lot number: 653901 manufacturing date: 2006-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.